Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Thirty-eight (38) unopened and unused representative samples were received for investigation. All 38 samples were visually inspected and flow rate tested and the reported condition could not be confirmed; during this time there was no air in line noticed, all samples passed testing. However, a corrective and preventative action has been initiated to further investigate the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported air bubbles started to appear in four feeding sets. The air bubbles were big, about two inches.